Event description:
Device issue: difficult to remove/cuff miss. Adverse event: failure to achieve hemostasis. Onset of adverse event: during vessel closure. It was reported that a physician trained in the use of the proglide closure device, attempted arteriotomy closure of the right common femoral artery. During removal of the device from the pt, resistance was felt. The suture trimmer was advanced to push the knot down; however, the suture came out of the pt. Hemostasis was achieved with manual compression. There was no adverse pt sequela reported. Though requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.